Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving lioresal (baclofen) (3000 mcg/ml at 1519.1 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient has had ¿several discrepancies¿ the last two refills.  The patient had a1 ml discrepancy the first time and a  4 ml discrepancy this last time.  The patient has had ¿shivers¿ around his pump site, he also has had silent seizures so the family wanted to rule the pump out.  A dye study was successfully performed. The catheter was aspirated and the dye study did not show any issues. It was confirmed by the radiologist that the dye study appeared normal. It was noted the issue was resolved. Additional information was received from the manufacturer representative (rep).the event was reported to the rep by the patient. The cause of the seizures was unknown and the patient's healthcare provider was looking into this. Per the rep, it sounded like something new. The rep was not sure if the actual volume in the pump was greater than or less than the expected volume when the discrepancies occurred. The cause of the discrepancies was unknown. No further actions had been taken as of (B)(6) 2021.